Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
On (B)(6) 2025, a patient was presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was implanted. The mr was reduced to grade 1 post procedure. On (B)(6) 2025, patient returned symptomatic with shortness of breath. On (B)(6) 2025, a single leaflet device attachment (slda) from anterior leaflet was noted along with recurrent mr of grade 4. Another mitraclip was implanted for stabilization of slda clip and reduction of mr to grade 3. Per the physician, slda was due to patient's pre-existing anatomy. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to patient morphology/pathology. The reported patient effect of recurrent mr appears to be related to the slda, and dyspnea was a cascading effect of the recurrent mr. Mr and dyspnea are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstance as the patient returned to the hospital due to the reported issue and another clip was implanted to stabilize the slda. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
On (B)(6) 2025, a patient was presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was implanted. The mr was reduced to grade <1 post procedure. On (B)(6) 2025, patient returned symptomatic with shortness of breath. On (B)(6) 2025, a single leaflet device attachment (slda) from anterior leaflet was noted along with recurrent mr of grade 4. Another mitraclip was implanted for stabilization of slda clip and reduction of mr to grade 3. Per the physician, slda was due to patient's pre-existing anatomy. There was no clinically significant delay. No additional information was provided.